Event description:
An endeavor sprint drug eluting stent was implanted in the lad during the index procedure. It was reported that an angiographic complication of lateral branch occlusion occurred during the index procedure.

Manufacturer narrative:
(B)(4).